Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 40 cm proximal to the lead tip. A distal lead fragment was received for analysis. A proximal lead fragment was found missing. Explantation aids were found mounted on and inside the distal lead fragment. The performance of the lead fragment was scrutinized including a visual analysis. Multiple abrasion marks were found on the leads body. In particular between 11 cm and 3 cm proximal to the lead tip the insulation was found abraded through. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Impedances above 2500 ohms were observed on this lead. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.